Event description:
The customer reported via phone call that the buttons on their insulin pump was unresponsive. The customer also had a button error alarm. Customer's blood glucose was unknown. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive up arrow button response due to moisture damage on the keypad trace. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at the displays window corner, scratched reservoir tube window and a stained end cap sticker.